Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 10 months post device replacement, the implantable cardioverter defibrillator (ICD) system was explanted due to pocket infection. A new system was implanted a few weeks later. No further patient complications have been reported as a result of this event.